Event description:
It was reported that an ilet user experienced an ¿unable to proceed¿ error during initial training and could not complete rewind or fill tubing despite restarts and a factory reset, and no obstruction was seen in the insulin chamber; an out-of-box replacement was issued and the original device is being coordinated for return. Symptoms included no reported adverse clinical effects. Outcomes included continued diabetes management with cgm while awaiting replacement setup. Investigation included remote troubleshooting and user education regarding shutdown procedures and data not transferring to the replacement. Investigation of this case revealed a malfunction during pump setup consistent with an alarm/restart malfunction and failure to complete tubing fill, with the specific component not yet confirmed due to the device not yet returned. It was concluded, based on previously established findings for similar reports, that the cause was main board issue and faulty motor triggering the alert.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.